Manufacturer narrative:
(B)(4). Software version unknown. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and cosmetic damage located at the battery compartment and belt clip rails found on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the electrical board, pcba 2, and force sensor. Unable to perform force sensor test due to moisture damage to force sensor. Test p-cap and reservoir did not lock properly into reservoir compartment during testing due to detached and broken retainer ring. The following were noted during visual inspection: scratched case, cracked case, cracked end cap, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, broken reservoir tube lip, cracked case corner of belt clip rails, pillowing keypad overlay, cracked case (battery tube), serial label missing, keypad overlay texture damage, cracked retainer, partially detached retainer, partially broken retainer. Critical insulin pump error (open book image) alarm confirmed due to moisture damage to electronic stack and force sensor. Unable to download history files and traces confirmed. Cosmetic damage is confirmed at the battery compartment and belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had crack on the battery compartment and had damaged belt clip and broken hinge. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device. The device was returned for analysis.